Event description:
Information was received indicating that during use of a smiths medical portex® endotracheal tube, air was observed to be leaking from it. It was noted that no leak was found at pre-use check. There were no reported adverse patient effects.

Event description:
It was reported that during the use of the device the customer noticed air was leaking from it. No patient injury was reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. No discrepancies were found. The cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leak and a leak was observed coming out from a tear in the cuff. It is the most probable that the cuff tear occurs during intubation procedure due to contact with sharp edge but a definitive root cause could not be established. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual insepction of the device found it to be in good physica condition. Device underwent leak testing by having the cuff of the returned sample inflated using a syringe and submerging it under water. Leakage was observed coming out from a tear in the cuff. The reported customer complaint has been confirmed, and the most probable cause of this issue has been determined to be unknown.